Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
A replacement of ascending aorta was conducted for the patient with acute aortic dissection. Just after anastomosed and declamped, blood leak was noted from entire surface of the 28mm 1 branch hwdv platinum graft. Amount of blood leak was unknown. Tachosils and integran sheet (absorbable collagen hemostat) were used for hemostasis.